Event description:
It was reported that the left ventricular (lv) lead was explanted due to dislodgement. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. There were blood/body fluids in the lumen. The setscrew marks were in the correct location on the terminal pin. Cuts in insulation were noted which were caused due to explant. Melt marks were noted in the outer insulation. Testing was completed to assess lead electrical performance and it passed, indicating the conductors were intact on the segment of lead returned. A stylet insertion test did not pass as blockage was encountered from the terminal end. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the left ventricular (lv) lead was explanted due to dislodgement. Subsequently a new lead was successfully implanted. No additional patient adverse effects were reported. The lead is expected to report for analysis.